Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported an elevated blood glucose (bg) level. The patient indicated that the previous evening, her bg level reached "600 mg/dl." She also mentioned that she had a stomach illness and was vomiting. The patient attributed her high bg level to the stomach illness. However, through troubleshooting, the animas representative involved in this contact discovered that the pump's date and time were incorrect. The pump was set to a date of "(B)(6) 2011" and the time of day was incorrect. The pump's time was incorrectly set to "am" at the time of troubleshooting. No associated alarms were found in the pump's history. The pump's tdd added up correctly but had incorrect dates/times. No issues were observed with the infusion set, site, or cartridge. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she suffered an elevated bg level that meets animas criteria for a serious injury. However, the patient's injury can be attributed to possible use error since the patient was using the pump with an incorrect date/time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.